Event description:
While placing a left arm PICC line, advancing shield on scalpel and moving off my field, the shield jammed and failed to close. I didn't notice it immediate enough while in motion to move it away from my field, I grazed my left index finger superficially.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.